Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the bottom aligner is not fitting well with large air gap on top aligner and dentist recommended to cease all byte products due to little to no movement per treatment plan.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.